Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced leakage at site within past ten days. Her blood glucose level was between 150 mg/dl to 200 mg/dl. The issue occurred with five similar types of infusion sets used for 24 hours. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 5 of 5.